Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the atrial lead was oversensing noise. The lead was explanted and replaced. The patient was stable post procedure.